Manufacturer narrative:
Tracking #.56979/j. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that a endoscopic multifeed stapler was used during a laparoscopic hernia procedure. It was reported by the affiliate that the device does not staple. There was no consequence to the pt.